Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings:during investigation, the battery compartment and cap were undamaged and able to fit securely. The cap and contact measurements were within specification. The pump powered up with auditory and vibration to a blank screen and the original complaint was unable to be adequately investigated. The pump's cover was removed and a u22 eeprom component was found to be cracked. A unity test code downloader tool application was used to upload test code to master/slave/periph processors and the upload was successful. The pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it was missing from the display. Eeprom failure was conclude. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.